Event description:
The pt was to receive 25 ml/hr. Physician determined the pt was overhydrated, so the rate was reduced to 10 or 15 ml/hr. Reporter stated the pt aspirated and was hospitalized. Reporter stated the event occurred in-transit between the hosp and home. A nurse tested the pump 3 times, and determined it was delivering 45 ml/hr instead of 25 ml/hr.